Manufacturer narrative:
Initial.

Event description:
It was reported that while using an ilet pump at a sporting event, the user experienced high glucose reported at 400 mg/dl and later found the cartridge had leaked into the reservoir area; the user replaced all supplies with guidance, and the high blood glucose began to decline. Clinical symptoms included dry mouth associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage at the seal consistent with a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.